Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis with crack on right plunger case. Event log history was performed and indicated that force sensor bridge test was recorded in history. During analysis, force sensor bridge test was found at power up and the force sensor was unable to be calibrated. It was noted that combination of force sensor, broken screw-boss on left plunger case, plunger cable and some dried unknown substance was found in plunger assembly and these were the causes of the reported issue. Service replaced force sensor, plunger cable and left plunger case to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor failure and it was also reported that formal got in the plunger. No adverse effects were reported.